Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the cuff test, the inflated cuff leaked air. There was no patient involved.